Event description:
A customer's spouse reported via phone call indicating that the customer was hospitalized due to a coma after having heart surgery. The customer had low blood glucose levels but details of the hospitalization were not provided. The spouse was calling about the insulin pump but did not give any information about an insulin pump malfunction. The spouse stated that the customer will call back with more information at a later time. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.